Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 430 mg/dl. The customer stated that there were no significant events that could have led to the issue. Trouble shooting was provided to the customer but the unit failed to function properly on two separate tests. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.